Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was noted at 21.2-21.5cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location. External insulation abrasion was noted at 17.7-19.0cm from the connector pin, consistent with lead friction to the ICD can. The silicone insulation was intact at this location.

Event description:
It was reported that during a follow up, high, out of range, pacing lead impedance was observed. The lead was explanted and replaced. During the extraction procedure insulation anomaly was noted.